Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2016-03220, reference MFR. Report#: 1627487-2016-03221. The patient has two scs systems for off-label use. The patient has 5 leads. Two of lead model 3166 leads are from the same lot and two of the model 3169 leads are from the same lot. It was reported the patient experienced pain at the site of the strain relief loop/leads on the left side of her head whether stimulation was on or off. The patient also experienced overstimulation and tenderness at the site of the strain relief loop/leads on the left side of her head . As a result, the strain relief loop and leads were repositioned via surgical intervention on 6/1/2016. Post-op, the patient was happy with the stimulation she was receiving.